Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol composix l/p may have caused or contributed to the reported event. Adhesions is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. The cause of the patient postoperative complications cannot be determined at this time. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Information is limited. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
On (B)(6) 2011 - patient underwent repair of a ventral hernia. Patient was implanted with a bard composix l/p mesh. On (B)(6) 2011 - patient underwent surgery for small bowel obstruction secondary to adhesions. The surgical procedure involved lysis of omental adhesions to the previously placed mesh and lysis of fibril strand adhesions to the distal small bowel. Patient's hernia mesh complications include chronic pain and bowel obstructions. Patient continues to experience these complications related to the bard hernia mesh and will continue to suffer from them in the future. Patient¿s hernia mesh complications cause him pain and suffering, physical impairment. Patient has suffered and will continue to suffer past and future physical pain, mental anguish, disfigurement and physical impairment the composix l/p mesh is defective.